Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a reported blood glucose (bg) of 350 mg/dl after breakfast, followed by hypoglycemia with bg reported below 40 mg/dl. The user treated with glucose tablets, and bg returned to range. No medical intervention was required.